Event description:
It is reported that the pt complaint of pain and was revised for periprosthetic femur fracture.

Manufacturer narrative:
Evaluation summary: it was not reported that there was any deficiency in the devices implanted. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. It is unk if implantation of the femoral stem contributed to the periprosthetic femur fracture. With the information provided, a root cause for the femur fracture cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.